Event description:
It was reported that the patient underwent a revision surgery involving an artificial urinary sphincter (aus) due to a fluid leak. A new aus was implanted; it was also said that this was the third cuff for this patient. There were no patient complications reported.